Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review shows the treatment was aborted after the warning message ¿vacuum pumps stopped by foot pedal - treatment is aborted'. The message indicates that the user pressed the right footswitch to turn off the vacuum instead of pressing laser pedal. The treatment was restarted and finished without problems. No technical root cause of device was detectable. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a loss of suction occurred during a lasik procedure. Reporter indicated the patient interface (pi) was exchanged and the laser treatment was completed. Patient's vision was normal after examination.